Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. The reported device was manufactured and distributed by (B)(4) and implanted before stryker became the legal manufacturer. On (B)(6) 2015 stryker became the legal manufacturer of the star system and has taken the responsibility for the medical device reporting. Device is not available; device remains implanted in patient.

Event description:
It was reported by the patient that he had a total ankle done in 2013 and about 6 months ago he has been experiencing swelling and pain.